Event description:
An MRI technician called and reported to MFR that a vns pt was in the hosp for increased seizures. He reported that the pt could still feel their regular stimulation but not feel their magnet stimulation anymore. Good faith attempts are being made for add'l details about the reported events and thus far no further info has been received. It is unk if the pt's seizures are over their pre vns baseline rate and the relationship to their vns.